Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature delivery, multigravida, normal delivery and glucose abnormal. Concurrent conditions included blood in urine, cervical incompetence and rubber sensitivity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain, stomach"). In (B)(6) , the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and amenorrhoea ("other injury(ies) or complication (s) please describe: no periods, regular period"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain upper had resolved, the genital haemorrhage, headache, weight increased, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the amenorrhoea was resolving. The reporter considered abdominal pain upper, amenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the previously reported dates of insertion and removal. Diagnostic results: in (B)(6) , hysterosalpingogram (hsg) test performed. Concerning the injuries in the case, the following ones were described in patient's medical records: amenorrhea. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, historical condition, concomitant disease, new events menorrhagia, vaginal haemorrhage, female sexual dysfunction, amenorrhoea and abdominal pain upper added. Outcome for the events pelvic pain, amenorrhoea and abdominal pain upper updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they did not complete the test". The patient's past medical history included premature delivery, multigravida, normal delivery, glucose abnormal, miscarriage and stillbirth. Previously administered products included for an unreported indication: mirena in (B)(6). Concurrent conditions included blood in urine, cervical incompetence and rubber sensitivity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain, stomach"). In (B)(6), the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and amenorrhoea ("other injury(ies) or complication (s) please describe: no periods, regular period"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain upper had resolved, the genital haemorrhage, headache, weight increased, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the amenorrhoea was resolving. The reporter considered abdominal pain upper, amenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the previously reported dates of insertion and removal. On (B)(6) 2015 - result of essure confirmation test - they did not complete the test - they were going to follow up but no follow up happened. Concerning the injuries in the case, the following ones were described in patient's medical records: amenorrhea. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received: historical drug and event (they did not complete the test) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache and weight increased outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.